Event description:
It was reported that an obvious decline of the pt's speech recognition was noticed by the parents 7 days ago. Problems of outer devices were excluded, and history of head trauma was denied by his parents. Abnormal channel impedance was discovered with 6 to approx 7 channels with impedance values higher than 19. The impedance values can be changed just after slightly pushing the implant from side over skin. Status of coupling and integrity were ok. With a new fitting map (channel 3, 6, 7 and 11 were shut off), pt is now able to react to sound, but his speech recognition has not been re-established.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.